Event description:
It was reported that an abandoned lead had fractured. Subclavian crush noted on x-ray. The lead was found to have exposed wires near device and was apparently shunting energy from shock to device. Low impedance was also noted. The wires were removed from tissue near ICD and new device was implanted with svc coil programmed off to reduce risk of energy sent through old wires.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.